Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was 199 mg/dl. The customer stated that the piston on the reservoir has stopped working and it retracted but won't push back up. Customer stated that manually the insulin comes out of the infusion set. Customer stated that the motor counts up to 20 units and no insulin comes out. Customer stated the drive support cap is recessed in. The customer was advised that we will replace the pump.

Manufacturer narrative:
The pump gave a motion sensor test failure alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement or self tests, or verify the prime/fill anomaly due to the motion sensor alarm. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.